Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, while staging the device, the auxiliary tower sparked and emitted smoke and the ac panel needed replacement. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that while staging the device, the auxiliary tower sparked and emitted smoke and the ac panel needed replacement. A field service engineer found that the ac panel burned and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.